Manufacturer narrative:
According to the importer narrative, pt ID, exact pt age, pt weight, and device lot number are not available. Device is not available for eval. As a result, a product investigation cannot be performed. According to account, a blind or non-fluoroscopic guided implant of the central line was used. It is worth noting that the filter position would have been visible under fluoroscopic guidance, reducing the risk of snagging the filter. A review of procedure films performed by one of our representatives showed the filter remains in a bent position. Note: the filter was fine at deployment; the filter was bent during guidewire insertion.